Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a cerebrovascular accident occurred. On (B)(6) 2016 a left atrial appendage (laa) closure procedure was performed. A 30mm watchman ® laa closure device was successfully implanted. At the 45 day follow up a leak that was approximately 4mm + was observed. Thrombus behind the watchman device (in the laa) was also noted. At the 6 month follow up, the leak was measured by transesophageal echocardiogram (tee) at 2-3mm. The oral anti-coagulant therapy was stopped. In (B)(6) 2018, the patient was started on new medication. On (B)(6) 2018, the patient noticed left hand weakness that started around 3am. She reported back to her primary care physician the following day who also noticed slurred speech. The patient was referred to the emergency room for evaluation for cerebrovascular accident (cva). The computerized tomography (CT) scan in the emergency department came back negative, but the patient was still admitted with an order for magnetic resonance imaging (MRI) in the morning. The hospital does not have regular cardiology service, so tee was not performed. Carotid ultrasound revealed moderate plaque, but no stenosis. The completed MRI showed ischemic changes in the right middle cerebral artery (mca) territory, no hemorrhagic changes. The patient¿s symptoms resolved by discharge and no residual deficits were noted. It was further reported that the patient has since had an outpatient tee and there was no thrombus on the device. A 3mm jet was identified at 135 degrees and the patient was resumed on warfarin. No further patient complications were reported.